Event description:
Dr heads the cardiology section of a hospital and medical center. Hosp places both bare metal and drug eluting stents, made by a variety of firms. Hosp has used express2 (bare stent) and vision (bare stent) with no problems. In placing 12 taxus stents, hosp experienced difficulty on about 6 occasions. Subsequent to the third serious complication following taxus placement, dr ordered his staff to stop using taxus, and pulled all remaining taxus stents "off the shelves." When he first experienced placement problems, dr contacted boston scientific (bsc) who felt it was a technical problem. Bsc sent staff for re-training, which was accepted by dr and his staff. When dr again contacted bsc to inform the firm that the problems continued, bsc acknowledged that the problems were known to bsc. Dr expresses great concern that the sticking problems are not acknowledged in any of the recalls put out by bsc. Dr said he does think hospital participated in their cypher trials, but they did not participate in the taxus trials. When attempting to remove the balloon catheter, after device deployment, the balloon sticks to the catheter, and there is significant resistance in removing the delivery catheter. When the delivery catheter doesn't withdraw easily, the guiding catheter "gets sucked back into the vessel", which can cause trauma to the vessel that might not be seen for weeks or months. None of the patients involved with the use of taxus have, as yet, demonstrated any serious adverse events subsequent to difficulty removing the delivery catheters. Bsc is not letting people know about the sticking problem, or the serious clinical consequences of it. FDA needs to know so that they can do something about it. Bsc now has three recalls and not one of them mentions sticking.